Event description:
New information indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
It was reported that a loss of capture was noted on the right ventricular (rv) lead. No intervention was performed, and no patient symptoms were reported.